Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline during the scheduled upgrade, which caused an incomplete installation and performance degradation. The field service engineer reimaged the device and manually upgraded it to v1.11. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device restarted multiple times and slow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.